Event description:
It was reported that the kincise 1 emphsys strght impct had messed up threading that affected its ability to screw into a cup. The issue was observed during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that the item kincise 1 emphsys strght impct messed up threading that affected its ability to screw into a cup. The issue was observed during surgery . There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the kincise 1 emphsys strght impct revealed its threaded tip stripped and deformed. Additionally, device exhibited signs of usage on the overall device surface. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like striking the device before it was fully seated. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage and as mating component was not returned for evaluation. However, based on the damage observed on the threads, it is reasonable to confirm a difficulty in the assemblance with the mating device. Potential cause can be traced to a component failure, as condition may had happened as a consequence of the observed damage. The overall complaint was confirmed as the observed condition of the kincise 1 emphsys strght impct would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.